Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient reported to the physician who immediately took the patient to the hospital where the patient¿s pump and catheter were explanted because the patient had an infection. With regards to environmental, external, or patient factors that may have led or contributed to the issue and diagnostics/troubleshooting performed ¿na¿ was noted. The issue was not resolved at the time of this report. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.